Manufacturer narrative:
9: date returned to mfg; 1/22/2026. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed but the probable cause cannot be determined. It was additionally found that the upstream occlusion(uso) seal was buckling. The uso seal was replaced.

Event description:
It was reported there was a motor rate issue. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.